Event description:
Boston scientific crm received information that this atrial lead had fractured. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead had fractured. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.